Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint that there were 2 occlusion events where a patient was receiving erbitux with no issues until the last 20cc, the pump alarmed for an occlusion in the tubing could not be verified due to the product not being returned for failure investigation. A device history record review for model 24301-0007t lot number 20116927 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A complaint history check was performed and this is the 4th related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20116927 regarding item #24301-0007t. H3 other text : see h.10.

Event description:
It was reported that the as lvp ss bag 20d low sorb ss tex 0.2m tubing was blocked/occluded during the erbitux infusion. This occurred 2 times with the same patient, and this complaint was created to capture the 4th of 4 related incidents. The following information was provided by the initial reporter: "we came across an issue on a tubing set. The patient was receiving 1050 mg of erbitux, which was 525 ml over 60 minutes. The IV bag was infusing successfully with no issues until it came down to the last 20cc. The infusion was stopped by the a laris pump and read that there was an occlusion in the tubing the nurse inspected the tubing and the IV bag and did not witness any occlusion. The nurse attempted to infuse a separate new IV bag through the same alar is pump line, and the infusion was flowing through with no issues. The nurse also tried to infuse the defective erbitux IV bag through a different alaris pump line, but it still was not flowing. Therefore, there were no issues with the alaris pump. This is currently the second time it's occurring with the same patient. Our corrective action plan this time was to change the tubing, and the infusion was administered successfully."

Manufacturer narrative:
FDA notified?: the initial reporter also notified the FDA via medwatch # mw5100780. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the as lvp ss bag 20d low sorb ss tex 0.2m tubing was blocked/occluded during the erbitux infusion. This occurred 2 times with the same patient, and this complaint was created to capture the 4th of 4 related incidents. The following information was provided by the initial reporter: we came across an issue on a tubing set. The patient was receiving 1050 mg of erbitux, which was 525 ml over 60 minutes. The IV bag was infusing successfully with no issues until it came down to the last 20cc. The infusion was stopped by the a laris pump and read that there was an occlusion in the tubing the nurse inspected the tubing and the IV bag and did not witness any occlusion. The nurse attempted to infuse a separate new IV bag through the same alar is pump line, and the infusion was flowing through with no issues. The nurse also tried to infuse the defective erbitux IV bag through a different alaris pump line, but it still was not flowing. Therefore, there were no issues with the alaris pump. This is currently the second time it's occurring with the same patient. Our corrective action plan this time was to change the tubing, and the infusion was administered successfully."